Manufacturer narrative:
Follow-up #1: date of submission 07/07/2014. Device evaluation: the pump has been returned and evaluated by product analysis on 06/30/2014 with the following findings: visual inspection of the pump found some cosmetic damages. Review of black box data found multiple occurrences of unexplainable power on reset. It was observed that the battery compartment threads were cracked at a couple of places. The threads on the battery cap were also damaged and the o-ring was missing. The pump was unable to power on using the returned battery cap. The reported power issue was verified in the black box and duplicated in the investigation. Using a test battery cap, the pump powered up with the proper audible and vibratory features. A rewind/load/prime sequence and a 24-hour pump exercise were executed without incidents. No evidence of moisture intrusion was found in the pump when it was opened to further investigate. Unrelated to the casing issue, the verify screen was dim and discolored.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (damage) issue. It was reported that the pump had intermittent power. It was noted that the battery compartment was cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.